Event description:
It was reported that therapy was inappropriately withheld during a slow ventricular tachycardia episode in a programmed treatment zone. Episode review indicated that the Supra Ventricular Tachycardia (SVT)-Onset discriminator was enabled. Because the tachycardia began gradually rather than abruptly, the device repeatedly reset the number of intervals to detect (NID), which prevented detection from reaching therapy despite the rhythm being Ventricular Tachycardia (VT). The patient was hospitalized and reprogramming was done, after which the device detected the arrhythmia and delivered anti-tachycardia pacing (ATP) followed by a cardioversion shock, resulting in conversion of the rhythm. The Implantable Cardioverter Defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.